Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed an image was not displayed due to the defective serial digital interface (sdi) cable. The definitive root cause of the sdi cable failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii video system center was producing an image on the primary monitor, but no image was making it to the secondary monitor. Attempts were made to gain additional information relating to the event and potential patient involvement. However, the initial reporter stated that he was unaware of when this event occurred, but did confirm that there was no report of patient involvement.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their image problem. Tac performed several trouble-shooting options, and concluded that this event was caused by a bad sdi cable. At this time, the device is not scheduled for return. Should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.